Event description:
It was reported when the device was used during a laparoscopic appendectomy procedure it would not open. Another device was used to remove it from the tissue and to complete the case without patient consequence.